Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported they were unable to resolve the issue with a battery change. The customer's blood glucose was 160 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.